Event description:
During use of a clip applier, it was noticed that the deployed clips remained affixed to the clip applier at one side of the instrument tip. The clip applier instrument was removed from the patient and replaced with another to continue the case to completion. No patient injury or adverse outcome was reported.